Event description:
The dealer reported that the frame had a broken weld on the manual wheelchair. This issue could cause the chair to be unstable and not maintain its weight bearing status which may cause a user to fall out of the chair.